Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer inquired about the audio issue. The audio issue was confirmed. It was also reported that the customer's blood glucose levels were rising. Their blood glucose level rose from 160 mg/dl to 320 mg/dl in less than an hour with no alarms. The customer did not eat or drink anything. The customer treated with a correction bolus. The device alarmed power error prior to the call and it was resolved. The device alarmed hardware low level failure during self-test and the device failed the self-test. However, the device passed the high pressure test and displacement verification test. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error 25 alarms noted during testing or in the device trace download.